Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple anomalies. The customer reported that the blood glucose was unknown. There were motor errors, battery life diminished, prime and rewind process slowed. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.